Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under a routine fluoroscopy. High pacing impedance and intermittent sensing were observed. During a generator change-out due to normal eri, the lead was successfully explanted and replaced. The patient is doing well and will continue to be monitored with routine follow-up.

Manufacturer narrative:
A partial lead measuring 59.7cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-13.3cm from the distal tip. Internal insulation abrasion was noted at 13.5-13.9cm breaching the rv lumen and 13.8-13.9cm breaching the re sensing lumen from the distal tip. The etfe coating was intact at these locations.